Event description:
It was reported that the system was explanted due to infection. Additional information has been requested; a f/u will be sent when additional information is received.

Manufacturer narrative:
(B)(4)